Event description:
The patient's father stated that the outer tubing of her infusion set broke at the luer lock. The tubing was one day old. The patient found the broken tubing due to insulin leaking on her clothing. Her blood glucose was elevated to 391 mg/dl, she had ketones, and she felt irritated. Her normal blood glucose range is 80 - 120 mg/dl. She immediately changed the infusion tubing and bolused 2.5 units. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.